Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted. The product code is unknown; therefore, the 510k number is unknown.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 alarm was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
This is a case report received through baxter's (B)(4). A homepatient (hp) reported a 2240 alarm (air in set) while on the homechoice device during dwell 2. The patient was connected at the time of the alarm and at no point did the patient disconnect prior to the alarm. All bags were properly spiked and connected. No patient extension lines were used and nothing unusual was noted about the supplies. The hp had the alarm explained and was advised to use new supplies. No clinical consequences for the patient were reported. No sample is available for evaluation.